Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted the setscrew was in the fully loosened position. The setscrew could not be moved from that position. A torque watch was used to measure the force required to loosen the stuck setscrew and it was determined the force required was more than would be exerted by the torque wrench packaged with, and intended for use with, this device. Close inspection of this setscrew also noted some rounding out of the hex slots. Once the setscrew was loosened from the fully loosened position, it was able to be tightened and loosened with the appropriate amount of force documented in specifications. Evidence corroborates the clinical allegations that difficulty was encountered loosening the setscrew as the hex slots appear rounded out, and that a non-torque wrench was then used to loosen the setscrew as it then became stuck in the fully loosened position, requiring more than the expected amount of force to move it from that position. Analysis could not determine the root cause of the initial difficulty in loosening the setscrew during the replacement procedure when using the recommended torque wrench. Based on all the available information, boston scientific determined the most probable cause of the event was related to an unintended user error. The clinical observations were confirmed through laboratory analysis as the device's setscrew showed evidence of damage induced during the procedure. The s-ICD instructions for use (IFU) cautions users against using a non-boston scientific torque wrench and over-ratcheting the wrench when loosening setscrews on our devices which could result in them becoming stuck. The IFU provides additional instructions on how to loosen stuck setscrews if they occur during procedures. However, boston scientific is currently investigating these cases of difficulty loosening stuck setscrews to determine what other factors may contribute to these events.

Event description:
It was reported that during the routine replacement of this s-ICD, difficulty was encountered loosening the setscrew in the header of this device. A non-torque wrench was attempted and this successfully loosened the setscrew. This device was replaced and returned for analysis.